Event description:
Procedure type: lobectomy. According to the reporter: the instrument was fired and stuck with the jaws closed. The instrument locked on the tissue. A new one was used. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).